Event description:
Info rec'd indicates, the brake mechanism is not providing enough tension to properly brake the casters.

Manufacturer narrative:
The tech replaced the brake block mechanism to repair the bed.